Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The investigated sled prosthesis consists of a cocrmo cast alloy. The visual inspection confirms a fracture across the sled knee prosthesis. The fracture appeared after a standing time of 6 years. Bone cement remained at the back side of the sled knee prosthesis. The tibial plateau indicates extensive wear. Scratches are visible at the polyethylene and remains of bone cement are also left at the interface implant to bone. The root cause of the extensive wear is that fractured parts stressed the polyethylene since the fracture occurred. A close up of the fracture area and the medial pin show typical lines of rest which classify a fatigue fracture. The ratio is about 100 % fatigue fracture. The multiple origin of the fracture is at the polished sliding surface and at the medial pin. The available x-ray images show the implanted sled prosthesis before the revision. The anatomy of the knee and the joint line cannot be evaluated in detail because of a suboptimal contrast. Due to this no deviation of the implantation is visible. A loosening of the sled knee prosthesis at the interface implant to bone cannot be confirmed finally by this data. The patient's history indicates no anomalies. The patient's weight and height were not available for evaluation. These are very important data to assume a possible cause of implant fracture. Unfortunately the root cause of the fracture cannot be identified completely, the circumstance is not comprehensible. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Unicompartmental knee link implanted on (B)(6) 2011. Some months ago, the patient complained about knee pains and joint pains. So a radio control has been asked, which revealed a femoral implant fissuring. The first implant has been removed and replaced on (B)(6) 2017